Event description:
It was reported that the monitor's alarm history was requested for investigation. The alarm history could not be viewed at that time, so only the alarm settings was recorded. The sensor was detached and the power was on. The patient passed away at the medical facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3, g3, h3, h6 correction: h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no breakage. It was reported that the monitor's alarm history was requested for investigation. The alarm history could not be viewed at that time, so only the alarm settings was recorded. The sensor was detached and the power was on. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: deteriorated battery. The issue was resolved by replacing the battery due to deterioration over time. The most likely cause for the additional condition is traced to a component failure. Another unreported condition was identified: software version upgrade. The issue was resolved by changing the software version from 1.61.00 to 1.61.30. The most likely cause for the additional condition is software related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.